Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) as it had a hole in an unspecified location. All components of the existing ipp were explanted and replaced with a new ipp.

Manufacturer narrative:
Event date: approximated. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Event date: approximated. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) for unspecified reasons at an unknown date. All components of the existing ipp were explanted and replaced with a new ipp.